Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), nausea ("nausea"), migraine ("migraine"), fatigue ("fatigue"), abdominal distension ("bloating"), back pain ("back pain"), arthralgia ("hip pain") and haematochezia ("blood in stool"). The patient was treated with surgery (coils removed). Essure was removed. At the time of the report, the abdominal pain, dizziness, nausea, migraine, fatigue, abdominal distension, back pain, arthralgia and haematochezia outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dizziness, fatigue, haematochezia, migraine and nausea to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain, dizziness, nausea, fatigue, migraine, abdominal distension, back pain, arthralgia and haematochezia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), nausea ("nausea"), migraine ("migraine"), fatigue ("fatigue"), abdominal distension ("bloating"), back pain ("back pain"), arthralgia ("hip pain"), haematochezia ("blood in stool") and haemorrhoids ("internal hemorrhoids"). The patient was treated with surgery (coils removed). Essure was removed. At the time of the report, the abdominal pain, dizziness, nausea, migraine, fatigue, abdominal distension, back pain, arthralgia, haematochezia and haemorrhoids outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dizziness, fatigue, haematochezia, haemorrhoids, migraine and nausea to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain, dizziness, nausea, fatigue, migraine, abdominal distension, back pain, arthralgia and haematochezia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 2,3, 4 processed together. Social media content received : reporter added. Event added- internal hemorrhoids. On 20-mar-2020: fu 2,3, 4 processed together. Social media content received : reporter added. On 20-mar-2020: fu 2,3, 4 processed together. Social media content received : reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), nausea ("nausea"), migraine ("migraine"), fatigue ("fatigue"), abdominal distension ("bloating"), back pain ("back pain"), arthralgia ("hip pain") and haematochezia ("blood in stool"). The patient was treated with surgery (coils removed). Essure was removed. At the time of the report, the abdominal pain, dizziness, nausea, migraine, fatigue, abdominal distension, back pain, arthralgia and haematochezia outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dizziness, fatigue, haematochezia, migraine and nausea to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain, dizziness, nausea, fatigue, migraine, abdominal distension, back pain, arthralgia and haematochezia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.